Event description:
The patient was implanted with a left ventricular assist device (pvad lvad). The manufacturer received a device tracking form from the hospital which indicated that the patient's pump was exchanged. Per additional information received from the vad coordinator, the tubing between the pump and the metal "y" broke down. It was splinted and tape was wrapped around it for a period of time, but the pump ultimately needed to be exchanged. The patient remained ongoing following the event.

Manufacturer narrative:
The device was not returned to the manufacturer as the hospital staff disposed of it. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.